Event description:
The customer reported a crackling sound and burning smell coming from the unicel dxc 800 pro synchron system. There was no report of injury or erroneous results generated. There was no visible smoke, sparks or flames. The fire department was not called. The laboratory has a risk management plan in place.

Manufacturer narrative:
The field service engineer (fse) went onsite and found that the wiring harness was burnt. The fse replaced the damaged wiring harness and the line conditioner to resolve the issue. (B)(4).